Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the medium-large clip applier (mlca) instrument jaws could not be closed to apply the clip on the blood vessel, and the instrument wrist began to bend. Following this, the customer reseated the same instrument to resolve the issue. No fragment fell inside the patient. The procedure was continued with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The instrument jaws swayed to the side while attempting to clip. Hem-o-lok ml clip was used with the instrument. The internal mammary artery (ima) diameter was not greater than the suggested diameter. The issue occurred during the first clip application.

Manufacturer narrative:
Correction: section d4 (lot number). Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. No product issue or damage was identified. The instrument was placed and driven on an in-house system showing 35 lives remaining. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test successfully. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.